Event description:
Distributor reported altitude alarm from pump, causing insulin suspension. There was no reported impact to customer¿s blood glucose level. Customer performed troubleshooting steps without success, leading to pump replacement by technical support, who arranged delivery and return process. No information was provided about backup insulin therapy.